Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the doctor wanted to use an 8fr angio-seal closure system after a stock treatment that used a 9fr sheath (obesity and systemic lysis). When pulling back the system to pull the anchor to the inner wall of the vessel, there was no resistance and suddenly the whole system came out without seeing a fiber as usual. The patient was not harmed, however, manual compression had to be held for a longer time. Additional information was received on 13dec2019. This was a right femoral artery stick. The patient had an m1 occlusion in the left acm. An ultrasound was used to diagnose the bleed. There was a thrombectomy. The patient was in stable condition. Additional information was received on 20dec2019. Endovascular stroke therapy procedure. A pre-deployment angiogram was not performed. Hemostasis was achieved by manual compression. The blood loss was less than 250cc.